Event description:
Pt stated that he is seeing a new hcp in (B)(6) but he could not recall the name. Pt stated he has an appt this monday 20-nov @ 10:15am to schedule a lead revision because his leads are broken. Pt stated that they have been getting settings not available message for the past month and can turn the stimulation down but not up.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial#: (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6), implanted: (B)(6) 2014, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead product ID 977a260 serial# (B)(6), implanted: (B)(6) 2014, product type lead continuation of report #3004209178-2023-25177; any new information reported from this event will be submitted through this regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedance was discovered on contact 5 during follow up appointment. The impedances were out of range. The impedance readings were >40,000 ohms for any association with contact 5. The patient was not aware of any external, environmental, or patient factors that may have led or contributed to the issue. The rep reprogrammed the patient around contact 5. The patient's programming had previously not been using contact 5 and is still not using. The patient had no problems related to the high impedance. The issue resolved. No symptoms were reported.